Event description:
A report was received that the patient will undergo a lead revision and possibly an ipg revision. The reason is unknown.

Event description:
A report was received that the patient will undergo a lead revision and possibly an ipg revision. The reason is unknown.

Manufacturer narrative:
Update to initial MDR fields: the explanted devices were not returned to bsn as they were discarded by the medical facility. Additional information was received that the reason for lead revision was lead migration. During the procedure, the physician ended up removing the device as per patient's preference. The reason for explant procedure was due to ineffective therapy.

Manufacturer narrative:
Date received by manufacturer - (B)(4) 2013 additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo lead revision and possible implant. The reason is unknown.